Event description:
Consumer stated the pad caught fire. There were flames, sparks, and arcs shooting out the end.

Manufacturer narrative:
The user reported that the switch sparked. Upon further investigation, we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. The pad also had bent and broken leads and thermostats. The pad was dirty and bounced up. Based or the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.